Manufacturer narrative:
Customer does not have any containers to return for investigation. Service was not dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) to report multiple wash concentrate containers leaking at the base. The customer also reported drop in the air pressure on the instrument. No operator exposure was noted.